Manufacturer narrative:
During inspection and testing of subject device, the allegation was confirmed. It was found, there wasn¿t enough adhesive in the tip cover screw holes. In addition, there was air leaks at the curved rubber joints. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of specification due to the elongation of the angle wire. Scratches were on the image guide snake tube side. The acoustic lens was scratched. The insertion part serpentine oredome was scratched. The scope cover was damage. The switch button 1 was scratched. The up/down knob was not securely fixed due to wear of the up/down angle fixing lever. Air water cylinder paint was peeling. Probe surface was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus repair department employee reported adhesive on the distal end peeling of a product return asset, evis lucera ultrasound gastrovideoscope. There was no report of user or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed there was insufficient adhesive in the tip cover holes but the cause could not be specified. Attempts were performed to obtain additional information, but additional information was unavailable. Olympus will continue to monitor field performance for this device.